Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. In (B)(6) 2016, the patient had a 30mm watchman (tm) laa closure device successfully implanted. The patient was on dual antiplatelet therapy with clopidogrel and aspirin at a one month follow-up a transesophageal echocardiogram (tee) was performed which revealed a thrombus on the closure device. The patient did not experience any symptoms and will begin on warfarin. There were no patient complications and the patient's condition is stable.